Event description:
The device received has been classified as an unreconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Eval, results: sled movement, broken sled. Date of event: unknown, assumed 1st day of month that device was received. The analysis found that one pse45a device (b) was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge reload was received partially fired 1/10 and not loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.